Event description:
Customer reported experiencing leakage from the cassette onto floor when using the pump set. Co's lab eval found the leakage to be located at the inlet valve due to split film. No pt injury was reported. No further info is available. Customer changed tubing without incident.